Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the operator could not get the .010 glidewire through the PICC, and that the wire then frayed. They were able to keep access, but the wire became kinked at the end. No parts of the device were left inside the patient, and there were no injuries or additional procedures.